Manufacturer narrative:
Evaluation was performed by biomedical engineer. There was no electrical or mechanical problem found. Unit was creating some loud noise only. No repair was performed. Unit was tested for performance verification successfully and returned to service. No other anomaly was reported. Bases on information provided by biomed, unit was not in use on patient. The issue was discovered during pre-check performance before patient use. Unit never delayed any therapy or respiratory process. The reported issue has been deemed not reportable as the device was outside of clinical use, and therefore does not present potential risk of patient harm or injury.

Event description:
It was reported there was a loud noise. There was no patient or user harm.